Event description:
It was reported that the device had a power on reset due to corrupted memory. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for critical ram parity error, addr=1748, data=2f on (B)(6) 2012 22:20:31. 1 - patient alert for device circuit error on (B)(6) 2012, 22:20:31.